Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistently high blood glucose with a reported value of 369 mg/dl, and the caregiver observed insulin leaking from the cartridge; troubleshooting confirmed tubing primed with visible drops, the infusion site was changed, and a bent cannula was noted (reported in a separate case), with the problem associated with the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included interviews with the caregiver and analysis of the information provided. Investigation of this case revealed evidence of leakage related to a seal issue, consistent with a leak/splash device problem at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.